Manufacturer narrative:
The device was received for evaluation out of the blister. During visual inspection, the tubing was observed separated from the y-site. Functional testing could not be performed due to the condition of the sample returned. The reported condition was verified; however, the cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Unique device identifier: (B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink buretrol solution set was found broken upon removing the set from the packaging. The separation occurred at the y-site closest to the patient. There was no patient involvement. No additional information is available.